Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. If additional information becomes available, this record will be updated.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to noise, oversensing, and pacing inhibition. Additionally, high pacing thresholds, loss of capture, and an inappropriate shock were also reported. The patient's cardiac resynchronization therapy defibrillator (crt-d) remains in service with the new rv lead. No additional adverse patient effects were reported.